Event description:
It was reported that the consumer was hospitalized for hyperglycemia. The customer stated that the display went blank and was unable to check bg with bd meter. It was indicated by the md that neuropathy causes bgs to elevate. The family member was unable to do further troubleshooting. In addition, the contact was educated on the two hbg rule, no further details.